Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles had damaged product still operable and difficult to operate or not working or functioning issues. The following information was provided by the initial reporter : the customer stated that the interior dimensions of the threaded collar cross-threads every time when tying to attach to insulin pen, even when trying to start it in as straight as possible.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles had damaged product still operable and difficult to operate or not working or functioning issues. The following information was provided by the initial reporter : the customer stated that the interior dimensions of the threaded collar cross-threads every time when tying to attach to insulin pen, even when trying to start it in as straight as possible.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles had damaged product still operable and difficult to operate or not working or functioning issues. The following information was provided by the initial reporter : the customer stated that the interior dimensions of the threaded collar cross-threads every time when tying to attach to insulin pen, even when trying to start it in as straight as possible.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.